Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The reporter indicated that the explanted port is not available for return, however, the band portion of the device will be returned. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported a lap-band port with a suspected leak. The patient reported to the physician "being hungry between meals." At the following appointment the physician checked "if all the fluid was there" in the lap-band system. The lap-band port was explanted and replaced. About two weeks after the port was replaced, the physician noted the "leak has still persisted, and patient is still able to eat between meals." The band portion of the lap-band device was explanted. At the time of explant for the band, the physician noted there "was a split in one of the pockets of the band." A new lap-band system was implanted.